Event description:
It was reported to boston scientific corporation that a radial edge pulmonary biopsy forceps was used during a biopsy procedure performed on an unknown date. According to the complainant, during the procedure, the pulmonary radial jaw was broken when it exited the endoscope and the scope was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial edge pulmonary biopsy forceps was used during a biopsy procedure performed on an unknown date. According to the complainant, during the procedure, the pulmonary radial jaw was broken when it exited the endoscope and the scope was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was within manufacturing specification. The riveting and crimping marks were reviewed and found within manufacturing specifications. Functional evaluation found that the device would open and close without issue. The returned device was found to be within manufacturing specifications and passed all testing; no evidence of the alleged issue or any effect which could have contributed to the event was encountered the reported complaint was not confirmed. Based on these findings, this is no longer considered a reportable event. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.